Event description:
It was observed that during the device evaluation, the videoscope exhibited biopsy forceps was slightly stuck when inserting. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is speculated that the forceps channel running inside may have narrowed, affecting the ease of insertion of treatment instruments and cleaning brushes. The event can be prevented by following the instructions for use which state: instructions olympus urfv3 urf.v3r operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.